Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient underwent surgical intervention to remove the entire scs system. The scs system was removed due to risk of potential motor function decrease. The patient did not experience any deficits and an MRI showed no anomalies.